Event description:
Beginning (B)(6) 2019, I received knee injections to possibly help alleviate knee / joint pain, stiffness, fluid retention. The first injection was in left knee next weeks injections were in both knees (large joint), on (B)(6) final injection was in right knee. Both knees felt extremely heavy, and felt as if they were splitting in half when I tried to get out of bed or rise from sitting position. Both knees were extremely swollen. I could barely walk without a cane or assistance until dr prescribed steroids for a week. Afterwards I started seeing chiropractor for treatment. Other treatment also included massage therapy and finally able to get back to gym for exercise.